Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture; however, balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the moderately calcified, 100% stenosed, chronic totally occluded right coronary artery (rca). The 2.0x15 mm mini trek balloon dilatation catheter (bdc) ruptured during the third inflation at 6 atmospheres (atm). There was no resistance during advancement but the mini trek was used to trap an unspecified micro catheter. A 1.5x15 mm mini trek bdc was used to complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.